Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 122-123 mg/dl. A system check was performed and the pump performed as intended. Reportedly, the customer reverted to alternate insulin therapy.